Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during investigation, the pump dispensed fluid during the load cartridge step. The force sensor was found to be out of calibration, and the force resistance measurement was out of specification. There was evidence of green contamination observed on the force sensor plate. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration, and there was contamination on the force sensor plate. This report is made based on results of investigation completed on (B)(6) 2011.